Event description:
Customer reported a blood glucose reading of 337 mg/dl that she was having trouble with correcting. Customer treated with manual injection. She stated that she was still not receiving her insulin delivery after changing the infusion set. Customer reported that she received a no delivery alarm during the bolus. The blood glucose reading was brought down to 208 mg/dl. Customer declined troubleshooting for no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.